Event description:
The customer's father reported that the morning after the pod was activated, his pod's blood glucose was >250 mg/dl when he woke up. A correction bolus was given, but the father was called to his son's school later in the morning due to "high" bg (>500 mg/dl). He changed the pod and noted that the cannula appeared to be bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."